Event description:
It was reported that pump experienced recurrent cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support but alarm recurred, so pump was placed into storage mode and technical support arranged replacement pump while customer used multiple daily injections as backup, with instructions to transfer pump settings, reconnect continuous glucose monitor, and return problematic pump using provided shipping label.